Event description:
Per the report received from france, edwards received notification of an evoque procedure in the tricuspid position. Four days after the evoque implantation, heart block with bradycardia occurred, and a permanent pacemaker was implanted. The patient outcome was reported as stable.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number: (B)(4). E1 - telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.